Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('localized pain in the fallopian tubes (inflammation)') in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient experienced salpingitis (seriousness criterion medically significant) with adnexa uteri pain, 12 years 8 months after insertion of essure. Essure treatment was not changed. At the time of the report, the salpingitis had not resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter commented: the patient was looking for an obstetrician for extraction without mutilation. On 1st consultation, incomplete examinations carried out (ultrasound only) and request for consent to extract the uterus even before the realization of an abdominal x-ray for the precise location of the implants. The intervention planned for (B)(6) was therefore cancelled by patient. Actively looking for a practitioner who respects the essure implant extraction protocol. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('localized pain in the fallopian tubes (inflammation)') in a 52-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, the patient experienced salpingitis (seriousness criterion medically significant) with adnexa uteri pain, 12 years 8 months after insertion of essure. Essure treatment was not changed. At the time of the report, the salpingitis had not resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter commented: the patient was looking for an obstetrician for extraction without mutilation. On 1st consultation, incomplete examinations carried out (ultrasound only) and request for consent to extract the uterus even before the realization of an abdominal x-ray for the precise location of the implants. The intervention planned for 21-jan was therefore cancelled by patient. Actively looking for a practitioner who respects the essure implant extraction protocol. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-jan-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) localized pain in the fallopian tubes (inflammation) [salpingitis], localized pain in the fallopian tubes (inflammation) / severe inflammatory pain [adnexa uteri pain], chronic fatigue [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-jan-2022. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of salpingitis ("localized pain in the fallopian tubes (inflammation)") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4626 days after essure insertion, she experienced salpingitis (seriousness criteria medically important and intervention required). In 2021 she experienced adnexa uteri pain ("localized pain in the fallopian tubes (inflammation) / severe inflammatory pain"). Essure was removed in (B)(6) 2023. On unknown date she experienced fatigue ("chronic fatigue"). The patient was treated with surgery (surgery to remove essure). At the time of the report, the salpingitis had not resolved. The reporter considered adnexa uteri pain and fatigue to be related to essure administration. No causality assessment was received for essure with regard to salpingitis. The reporter commented: the patient was looking for an obstetrician for extraction without mutilation. On 1st consultation, incomplete examinations carried out (ultrasound only) and request for consent to extract the uterus even before the realization of an abdominal x-ray for the precise location of the implants. The intervention planned for (B)(6) was therefore cancelled by patient. Actively looking for a practitioner who respects the essure implant extraction protocol. Essure insertion date provided as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: event "chronic fatigue", lawyer reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.